Manufacturer narrative:
On (B)(6) 2017: customer reported that their fill estimate issue was resolved . No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.